Event description:
Note: this report pertains to one of two complaint cre balloons used in the same procedure. Manufacturer report # 3005099803-2011-03929 and manufacturer report # 3005099803-2011-03930 address these devices. It was reported to boston scientific corporation on (B)(6) 2011 that two cre balloon dilatation catheters were used during an endoscopic esophageal dilatation procedure performed on (B)(6) 2011. According to the complainant, during the procedure, both of the balloons burst. It was reported that the dilatation was performed on the third attempt. The patient was reported to be stable at the conclusion of the procedure and there were no serious injuries as a result of this event. Attempts to obtain further information have been made, however no information has been received. If any information is obtained, a supplemental MDR will be filed.

Manufacturer narrative:
Patient age is unknown, however the patient was reported to be over 18 years old. It is unknown whether the device was re-sterilized. Device code 419 relates to 1074 for the reported event of balloon burst. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.